Event description:
Customer reports wife received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23106e, reader sn (B)(4)). A repeat cue covid-19 test performed on (B)(6) 2022 provided a negative result. Individual tested negative on (B)(6) 2022 with a hotgen antigen test and a pcr test administered by synlab italy. Individual had no symptoms and has been isolating from family following the false positive result but had no known exposure. Cartridges were stored according to the instructions for use. See case (B)(4) for alternate false positive result.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.